Event description:
It was reported that 36 hours post coronary drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. The lesion being reacted was a mid right coronary artery (rca). The taxus express2 3.0 mm x 32 mm drug eluting stent was placed successfully with no pt or procedure complications. Roughly, 36 hours post stenting, the pt began complaining of chills, fever of 101 degrees, and a red, itchy rash all over their trunk and extremities. There were no complaints of difficulty breathing or swelling of the throat and/or tongue. The pt was treated with benadryl and was reported to be feeling better 48-60 hours after initial stenting. The pt had been started on plavix months prior, and this was ruled out as a possible cause. The pt has also had previous ptcas and bare metal stents placed. These too were ruled out as a possible cause for the reaction. The day of the follow up conversation with the physician, the pt was seen in the clinic by this physician, and the rash had cleared. The pt was reported to be in satisfactory condition and no other complications were reported.